Manufacturer narrative:
Zoll medical corp has not rec'd the product for eval and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and the flex circuit assembly was replaced to resolve the problem. The device was recertified and returned to the customer. The flex circuit assembly was returned to zoll medical us; the malfunction was duplicated and attributed to bent pins on the flex circuit. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the electrodes pads would not connect to the pad connection port of the device. Complainant indicated that there was no patient involvement in the reported malfunction.